Event description:
It was reported that an internal review of data transmitted from the device indicated short circuit protection was triggered during high voltage therapy and a reduced-energy high voltage therapy was delivered. It was additionally noted during the internal engineering review of the transmission data that during two ventricular fibrillation (vf) episodes there was undersensing, and resultant overpacing, which incorrectly indicated that the arrhythmia episode had terminated. It was later identified by the engineer via an internet search, that a death with the same patient name and date of birth as reported for this device occurred on the same day of the episodes. As a part of medtronic¿s follow-up on the event, the patient¿s clinic confirmed that patient is deceased, was on home hospice at the time of the event and passed away due to terminal cancer. There is no allegation that the device contributed to the death of the patient.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Concomitant medical products: dtpb2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.